Manufacturer narrative:
No ge service was performed. The customer cancelled the service call. The reported problem was resolved by the customer. No add'l service info was provided.

Event description:
The customer reported that during an intervention the system has to be rebooted several times, no x-rays were produced, and that it blinked and beeped. No pt injury reported.